Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Complaint description: asr revision; asr resurfacing; right. Reason(s) for revision: unknown. Update ad 27 jun 2018: (B)(4) has been re-opened under (B)(4) due to claimsuite alert record received. Claimsuite alert alleges alval or soft tissue reaction. Doi: (B)(6) 2008; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 2 jul 2018 claimsuite alerts received. In addition to what was previously alleged, claimsuite alerts alleges pain.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.